Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the plate is cracked at the hole va4 as reported, this thus confirming the complaint description. Furthermore, the plate has dents and deformation, which is most likely the result of bending with bending irons. In addition, the surface is showing some spots of discoloration. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Based on the DHR review we are able to confirm that the right raw material got used. Summary: the complaint is confirmed as the plate is cracked as reported. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that the crack is a result from multiple bending cycles, as a the surface around the crack is visible discolored which is a stress sign, or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (102359-190131 dsem, page 11, precautions: reverse bending, bending the plate at the same place multiple times, or using incorrect instrumentation for bending may weaken the plate and lead to premature plate failure (e.g., breakage).). The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.117.704s. Lot: 4l62403. Manufacturing site: (B)(4). Release to warehouse date: 21 may 2019. Expiry date: 01 may 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hwc. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for distal humerus fracture. During the surgery while bending the plate, the plate cracked. The surgeon bent it only one time and not a few times. Surgeon didn¿t apply too strong force against it. Surgeon used another plate and the surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. Concomitant device reported: bending pliers for clavicle plate (part# 329.291, lot# t110915, quantity 1). This report is for one (1) 2.7/3.5mm ti va-lcp ext medl dhp 4h/lt/111mm-long-ster this si report 1 of 1 for (B)(4).